Manufacturer narrative:
Boston scientific received information from the field clinical representative (fcr) in mid-january 2018. The fcr confirmed that a boston scientific representative was not notified that this patient had died. A boston scientific representative was not notified that this patient was admitted into the hospital following the syncopal event. The fcs reported that the patient had a normal office check with the patient's cardiology group the morning prior to the syncopal episode. The data had been reviewed with the pacing clinic manager and no anomalies were identified. A cardiology clinic staff member did increase the device's lower rate. The right ventricular (rv) pacing percentage was 14. The rv output was increased slightly to 2.8 volts at 0.4 ms. From the physician's perspective, the cause of the patient's syncope and death are unknown. There have been no reported allegations of device malfunction and no allegations that the use of the device caused or contributed to the patient's death. The fcs was not aware if the device had been explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific's technical services on december 19, 2017 to ask if this patient's explanted device was returned. The technical service's consultant was informed that this patient had died on (B)(6) 2017. The patient was not hospitalized at the time of the patient¿s death. The family member had commented that the patient had the device "adjusted" and then collapsed (syncopal episode) at a friend's house. The patient was taken to the hospital following that reported syncopal episode. The technical services consultant explained that there had been no calls made to boston scientific's technical services with regard to device function, troubleshooting patient symptoms or a request for device analysis. To date, this device has not been returned to boston scientific. The local representative was contacted who was not made aware of this patient's syncopal episode or death. There have been no reported allegations against the device's operation or functionality and no reported allegations that the use of the device caused or contributed to the patient death.